Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. This analysis concluded that the inversion between the real position of the tool and the one indicated by the software was due to an issue in the calibration file. Indeed, the orientation of axes x and y of the leksell reference frame were reversed during the calibration of the leksell frame registration plates. A rework was performed to correct the calibration file of the leksell frame. Then, a device shutdown occurred during an applicative test due to an excessive force applied on the robot arm or the tool. This issue cannot be confirmed as log files are not available.

Event description:
A company field service engineer (fse) was performing the applicative test for frame registration in order to install the frame. He was working on device (B)(6) and was working with a phantom head (mpl-ph-mpl154012s-2s18011). He put the leksell frame on the phantom head correctly and then put the identifier/n box on to the leksell frame. He then took a CT scan that had the entire frame/phantom head/identifier box in the picture. He then uploaded the scan to create a new patient folder. The calibration file was previously uploaded to the tools file on the robot. He also had to generate a new license key in order to work with the frame registration function on the software. Once he uploaded the scan and selected the points to correctly identify the frame, he received an rms value of .68 mm for frame identification. He then begun to register using the frame. He place the calibration plate on the head with the ""a"" indicating anterior at the anterior part of the head, which left the ""p"" portion of the plate on the posterior part of the lexsell frame. He correctly tightened the ""l"" shaped plates with the divots for registration on the plate. He performed registration. He received an initial score of .48mm for an rms. He then went to verify and that is when he was aware of the issue. He went to verify the first initial point (bridge of the nose/naseon) and the robot was showed that he was position just on the outside of the posterior part of the skull, which wasn't the case at all. He then moved it to the next point and he had similar results. He then decided to completely start the registration again. He did that and received a .28mm rms value. He then verified and ran into the same issues where everything was the opposite or inverted. He would place the pointer probe on the left side of the skull and it would appear on the right side according to robot on the screen. So he registered again, but this time he flipped the calibration plate around so the anterior/posterior markings were flipped/opposite of how they were before. He received an rms value of .35 mm during this registration. He then verified and the position then became true. So he proceeded with the applicative test (he figured he might as well perform this test and file it away) and it passed. During the applicative test, he did accidentally apply a force to the robot arm/instrument holder and the robot did shutdown. He restarted the robot and started again with no issues. The delay lasted about 7 minutes. This wasn't during a procedure. The company field service engineer was the operator of the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
A company field service engineer (fse) was performing the applicative test for frame registration in order to install the frame. He was working on device (B)(4) and was working with a phantom head (mpl-ph-mpl154012s-2s18011). He put the leksell frame on the phantom head correctly and then put the identifier/n box on to the leksell frame. He then took a CT scan that had the entire frame/phantom head/identifier box in the picture. He then uploaded the scan to create a new patient folder. The calibration file was previously uploaded to the tools file on the robot. He also had to generate a new license key in order to work with the frame registration function on the software. Once he uploaded the scan and selected the points to correctly identify the frame, he received an rms value of .68 mm for frame identification. He then begun to register using the frame. He place the calibration plate on the head with the "a" indicating anterior at the anterior part of the head, which left the "p" portion of the plate on the posterior part of the lexsell frame. He correctly tightened the "l" shaped plates with the divots for registration on the plate. He performed registration. He received an initial score of .48mm for an rms. He then went to verify and that is when he was aware of the issue. He went to verify the first initial point (bridge of the nose/nasion) and the robot was showed that he was position just on the outside of the posterior part of the skull, which wasn't the case at all. He then moved it to the next point and he had similar results. He then decided to completely start the registration again. He did that and received a .28mm rms value. He then verified and ran into the same issues where everything was the opposite or inverted. He would place the pointer probe on the left side of the skull and it would appear on the right side according to robot on the screen. So he registered again, but this time he flipped the calibration plate around so the anterior/posterior markings were flipped/opposite of how they were before. He received an rms value of .35 mm during this registration. He then verified and the position then became true. So he proceeded with the applicative test (he figured he might as well perform this test and file it away) and it passed. During the applicative test, he did accidentally apply a force to the robot arm/instrument holder and the robot did shutdown. He restarted the robot and started again with no issues. The delay lasted about 7 minutes. This wasn't during a procedure. The company field service engineer was the operator of the robot.